Event description:
It was reported that a user of the ilet system experienced two severe low blood glucose events after a recent cgm target adjustment by her healthcare provider and expressed loss of trust in the system due to fear of losing consciousness while caregiving; education and troubleshooting were completed, no alerts or alarms were reported, and glucagon was administered. Symptoms included hypoglycemia. Outcomes included a prolonged episode of care in one report set and no lasting health consequences in another report set. Investigation included troubleshooting and user education. Investigation of this case revealed no clinical signs or additional conditions at the time of follow-up and no device alerts that would indicate a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.